Event description:
This is the first date that dr.(B)(6) of (B)(6) first started injecting me with facial filler. It was not until (B)(6) of 2025 following a change of physician due to dermal adverse event at said practice that I was alerted to multiple presenting adverse events including tyndall effect, extreme facial overfill causing several other health issues, and perhaps permanent tissue damage. I have the amounts of filler used, where, and when, per said physicians¿ records, but she refuses to provide the images she took of the bar codes verifying product and batch in a form that is legible. When I asked said physician early on as to migrated filler, please dissolve it, she said it would dissolve on its own and she did not want to use hylanex. Instead, she filled over the issues presenting visual assumetry, lumps, and tyndall. This went on for years. Used facial filler from: (B)(6) 2021 to (B)(6) 2025.